Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name: lead; product ID: neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider regarding a patient with an implantable neurostimulator. MRI tech said they are getting the head only symbol with code: 16107070000. Technical services (ts) recommended pt meet with rep to reprogram MRI mode. MRI tech reports the patient (pt) said one of his leads is "dead." Pt said the issues started a couple months ago. MRI tech had no additional event information. Additional information was received from the patient and MRI tech. Patient stated they had brain cancer when they were 6 years old. Pt mentioned that they are having more headaches. Patient stated they are trying to get an MRI of his brain but they will not do the MRI unless someone from medtronic calls them and tells them it is ok to do the scan. Pt verified head only eligibility and stated his leads are in his back. Agent reviewed that technical services does not make outbound calls to MRI centers. Agent provided the stim tech phone number for the MRI facility to call if they have any questions about eligibility. Patient mentioned that only one side of his leads are working since asked unknown event date. Patient stated the implanted neurostimulators battery is in his hip and the leads are in his low back. The patient was redirected to their healthcare provider (hcp) to further address the issue. MRI rep called and said that the "leads were dead". Caller doesn't know what that means but knows the patient can connect to ins with controller and enter MRI mode. Reviewed patient to explain what that means or go to the hcp to determines what is meant by leads were dead.